Manufacturer narrative:
Follow-up # 1 ¿ (07/24/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013 at 2:00 p.m. The patient manages her diabetes with insulin (unknown type and dosage). On (B)(6) 2013, the patient stated her blood glucose was taken on a doctor¿s/clinic meter and received a blood glucose reading of ¿300 mg/dl¿. It is not known if the patient received any treatment at the time her blood glucose was obtained from the doctor¿s/clinic meter. Sometime in between (B)(6) 2013, the patient reported she had less to eat or drink in response to the reported issue. Eight days after the alleged issue occurred, the patient stated she developed symptoms of ¿diarrhea, loss of balance¿. On (B)(6) 2013 at 7:00 p.m. The patient reported having something to eat and or drink as treatment in response to those symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter needed to be replaced based on the age of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she made changes to her usual diabetes management routine and developed symptoms suggestive of dehydration and an elevated blood glucose reading was obtained on a doctor¿s meter.